Manufacturer narrative:
This case was managed as a nemo (no engineer material only) remote service event. Analysis was performed by a philips remote service engineer (rse) in consultation with the customer, during which the speaker was identified as the likely cause of the malfunction. As this was a remote service case, no philips engineer attended the site. The customer has assumed responsibility to repair the device with the replacement speaker provided. Section e:(B)(6).

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the speaker was defective. It is unknown if the device produced sound. The device was in use on a patient at the time of the event. There was no adverse event reported.